Event description:
Nurse opened the package and discovered that the rubber stopper at the end of the plunger was missing. She did not use the device and reported the defect to charge nurse. There was no patient involved in this event. The remainder of the syringes were checked for missing rubber stoppers by inspection of the packages. No other syringes in this group were found to have missing rubber stoppers.